Event description:
It was reported that unspecified bd¿ tubing had flow issues. The following information was provided by the initial reporter: material #: unknown batch/ lot #: unknown. It was reported that the secondary tubing was dumping contents into the primary mivf bag and bypassed the 1-way valve. Verbatim: we had an pcu and pump module that did a fast infusion or the IV set failed in sicu on (B)(6) 2021 at 1845. Attached equipment log, pcu was not saved so no logs for the pcu that was used during the incident, no errors reported in error log. Below is reported issue from the department. Secondary tubing observed dumping contents into primary mivf bag and bypassing 1-way valve. Tubing removed from pump. Ivpb of mag sulfate did not reach the patient, and phenomenon was not demonstrated below the pump channel. Tubing was removed from patient care and saved. Had been hung the previous day so lot # sn # is not known. Pump module passed all pm checks upon receipt of equipment. IV tubing and bags were saved and available to send in.

Manufacturer narrative:
H.6. Investigation: one sample was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with saline and attached to a bd secondary set filled with blue dye water. The sets were allowed to free flow. No observation of back flow was observed. The customer complaint that the secondary tubing was dumping contents into the primary mivf bag and bypassed the 1-way valve could not be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review could not be performed because a model and lot number was not provided by the customer.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ tubing had flow issues. The following information was provided by the initial reporter: material #: unknown, batch/ lot #: unknown. It was reported that the secondary tubing was dumping contents into the primary mivf bag and bypassed the 1-way valve. Verbatim: we had an pcu and pump module that did a fast infusion or the IV set failed in sicu on (B)(6) 2021 at 1845. Attached equipment log, pcu was not saved so no logs for the pcu that was used during the incident, no errors reported in error log. Below is reported issue from the department. Secondary tubing observed dumping contents into primary mivf bag and bypassing 1-way valve. Tubing removed from pump. Ivpb of mag sulfate did not reach the patient, and phenomenon was not demonstrated below the pump channel. Tubing was removed from patient care and saved. Had been hung the previous day so lot # and sn # is not known. Pump module passed all pm checks upon receipt of equipment. IV tubing and bags were saved and available to send in.